Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 429688 lead, implanted: (B)(6)2014. (B)(4).

Event description:
It was reported by the patient that they questioned whether their device should vibrate. Follow-up was attempted with the clinic but no additional information could be obtained since the patient had not been seen recently and cancelled their last appointment. The device remains in use. No patient complications have been reported as a result of this event.